Event description:
It was reported that the pump touchscreen was cracked, causing it to be delayed in responding to touch inputs. Reportedly, the pump was dropped against a hard surface. There was no adverse impact to the customer's blood glucose level. The customer continued using the pump for insulin therapy.